Event description:
This case was reported in a literature article and described the occurrence of neuropathy in a (B)(6) female pt who received poligrip ultra denture adhesive cream. On an unk date, the pt started poligrip ultra denture adhesive cream. In (B)(6) 2006, a number of years after starting poligrip ultra denture adhesive cream, she reported to have ingested large amounts of the product. She also complained of numbness of both her legs. At the time of reporting, the outcome of the events was unk. This case was assessed as medically serious by gsk. The author considered the events were related to treatment with poligrip ultra denture adhesive cream. The article corresponding to this case is not available for submission due to copyright restriction. Poligrip ultra is manufactured in (B)(4), and marketed as super poligrip ultra fresh in the united states. Neither the lot number nor the product was available. (B)(4).

Manufacturer narrative:
(B)(6). Chronic, excessive use of denture adhesive creams: suspected association with neuropathy. (B)(6). Adverse reaction newsletter. 2010; 20 (1) : 3. Anon. Neuropathies due to denture adhesive overdose. Prescrire int. 2010; 19(108) : 171.